Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. No luer detachment or air bubbles were observed on the device. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation line was tested using the syringe. It was noted that flushing was functional in all deployment states. Unable to confirm the as reported observation with testing of the product return.

Event description:
It was reported that a farawave 31 mm during preparation presented visible air bubbles and a difficult to be flushed. When flushing was performed after taking the device out of the box, there were microbubbles that would not disappear even after flushing, so it was replaced with a new catheter. Then the procedure was completed without patient complications. The device is expected to be returned.

Event description:
It was reported that during preparation, the farawave pulsed field ablation catheter presented visible air bubbles and was difficult to flush. After removing the catheter from the box and performing flushing, persistent microbubbles were observed. Despite repeated flushing, the bubbles did not dissipate, leading to the replacement of the catheter. The procedure was completed without any patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.